Event description:
Complainant alleged that the staff was attempting to defibrillate (joule settings unk) a pt (age and gender unk), but the device shut down. The complainant indicated that the staff was unable to remember if the device was plugged into ac power when the malfunction occurred. The staff was able to obtain another device to treat the pt, but the pt was unresponsive. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.